Event description:
Device was returned for service. During service, technician found that the ball bearing in the extension sleeve were not functioning. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed damaged components. This was contributed to normal wear. Unit was repaired and returned to the customer.